Manufacturer narrative:
Based upon the clinical findings, type ia and ii endoleaks were confirmed. A type iiib endoleak was not confirmed. A manufacturing record review was performed and the lot met all release the criteria with no issues or deviations that would explain the reported event. A design or manufacturing root cause for the reported event could not conclusively be determined. Cautionary product use conditions that might have contributed to this event included: a patent inferior mesenteric artery and multiple lumbar arteries. Additional device: model: suprarenal aortic extension a25-25/c95-o20; lot: w11-4713-016; rel. Date: (B)(4) 2011; exp. Date: 8/31/2014. Infrarenal aotic extension a28-28/c55; lot: w11-5526-002; rel. Date: (B)(6) 2011; exp. Date: 10/31/2012.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Additional device: model: a25-25/c95-o20 suprarenal aortic extension lot: w11-4713-016 rel. Date: (B)(6) 2013 exp. Date: 8/31/2014: devices remain implanted.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with a bifurcated device, an infrarenal, a suprarenal and a limb aortic extension. Upon follow-up, computed tomography revealed that patient had a progressed showing no issues in 2013, to having a type 2 endoleak with an enlarging aneurysm and a lumbar present with the bifurcated and limb overlap near the distal end at the neck. Most recently, an angiogram was performed and showed the lumbar was coiled and there appeared to be a type 3b or type 1a endoleak (it was difficult to determine the type of endoleak due to the location). The physician elected to add a new suprarenal aortic extension and the endoleak was resolved. No complications with the patient were reported as a result of the event.